Manufacturer narrative:
Corrected information: (B)(4) no longer applicable.

Event description:
Additional information received reported that the patient experienced increased pain related to the catheter migration and empty pump. The healthcare provider believed an x-ray was done at the psychiatric hospital the patient was at. The patient was referred to spine surgeon.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving an unknown drug via a pump implanted for non-malignant pain. It was reported that in 2016 the patient was told the catheter tip was out of the spine. The patient had been in a psych hospital and was having some issues, so the health care professionals decided that the pump was not a good option for her. The health care professionals have been bringing down the patient dose. Currently, the pump was empty and was not being used for therapy. The empty pump alarm was sounding. The health care professional wanted to silence the alarm, but had no plans to fill the pump. The patient was going to be sent to a surgeon to decide if they want to revise the catheter and try to resume using the pump for therapy. No related patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.